Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. The device was monitored in seven days and had no time gain and or loss anomaly noted. The device downloaded properly to the care link software noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's doctor could not get the insulin pump to download information. The customer also reported cracks to the top of the battery compartment, as well as the battery cap area. Customer's blood glucose level at the time 135 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.